Manufacturer narrative:
This report is being supplemented to provide additional information as reflected on b5.

Event description:
Olympus received further information confirming that the patient did not undergo any additional surgery. The patient was an outpatient and was under sedation during the said treatment and went home after resting in the recovery room after the treatment. There were no complications, and the patient currently seems to be leading a normal life.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the suggested event could be the following: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 8) the slider was forcefully operated in state of ¿7¿ description causing the operating pipe of the slider to deform and break. The root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Never use excessive force to operate the instrument. This could damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The lot number was 38k and the supplementary information was "26". The sheath was cut at a position of about 2200 mm from the tip of the insertion part and at the base of the operation part. The connection between the control part and the sheath was destroyed and fragmented. The control pipe of the slider was broken. The outer diameter of the operating pipe and operating wire was measured, and there were no abnormalities. A loop was built into the body. Most of the loop was drawn into the coil sheath, with part of the stopper at the end. When the coil sheath was stretched to check the condition of the hook and loop, it was noted that the rear end of the loop was not properly connected to the hook and was sandwiched between the coil sheath and the hook. The actual product was destroyed, and the loop was removed from the coil sheath. The loop was not broken. The rear end of the loop was deformed. There were no abnormalities such as deformation or bending in the hook. There were no other abnormalities that led to the events reported. It was verified that the loop is not released from the body. Due to the damage to the actual product, a reproducibility check for the event that the loop could not be released could not be performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the single use ligating device could not be released after the polyp was tied up during a polyp ligation. The device was removed by cutting the proximal sheath. The physician further commented that "it was a very dangerous situation where the indwelling snare could not be removed and had to be sent to an operation." The procedure was discontinued. There was no further harm or user injury reported due to the event.